Event description:
Reportedly, the clear plastic sheath of the instrument broke in two pieces, desengaged into the patient cavity, and was retrieved without incident. Procedure: unk. Patient status: no patient injury reported.